Event description:
Pt's daughter spontaneously reporting that pt was resting and when she went in to check on her, she noticed the extension tubing had become disconnected at the point where the tubing connects to the filter. Daughter unsure how long but it was less than 30-40 mins. Daughter changed tubing, cassette, and restarted infusion at current rate of 75 ml / 24 hrs (16 nkm). Daughter was advised there is not much else she could have done to monitor pt and take to the emergency room if necessary. No other info was provided regarding to number or if it still on hand after replaced. Reported to (B)(6) by pt / caregiver.